Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited gradual rise in pacing lead impedance measurement in four years. Recent impedance measurement reached up to 2,200 ohms. However, all other measurements were in normal range. There was no evidence of noise and electrograms (egm) are clean and appropriate. Boston scientific technical services (ts) discussed issue and provided troubleshooting options. Additional information was received that the field representative discussed the alert with the physician. The physician decided to monitor the system since the patient was not dependent. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
(B)(4). Additional information was received that this patient's device was electively explanted and this system was downgraded over three years after the initial observations were reported. A boston scientific representative stated that the out of range pacing impedance measurements were produced at the changeout procedure with the device and the pacing system analyzer (psa) and were 2300 ohms. This lead remains implanted and was successfully interfaced to the replacement device. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.